Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the electrode through the skin. Reportedly the recipient has a history of poor skin quality and graft reabsorption, which might contributed to the observed issue. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
The user's electrode array has extruded past post-auricular skin in 2025, per surgeon this is related to recipient_s medical history of whole brain radiation, poor skin quality and graft reabsorption. The user was reimplanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's electrode array has extruded past post-auricular skin in 2025, per surgeon this is related to recipient_s medical history of whole brain radiation, poor skin quality and graft reabsorption. Reimplantation is scheduled for (B)(6) 2025.